Event description:
The doctor performed ten cataract surgeries. While removing the last little bits of cataract from two different pts the anterior capsule was drawn into the aspiration port and become damaged or ruptured. The doctor explained that he had used three sets of instruments and that two different aspiration tips were used on these two different pts.